Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that normally the patient uses a setting of 4.3 but around 3-4 days ago she notices she did not feel stim at 4.3 and she did not feel it until she turned it up to 5.0 but usually 5.0 is too high. Lately she had a couple of mris because she has been having new issues with her back another herniated disc. She also had an MRI of her brain and neck and a test done on her leg. She was redirected to follow up with her healthcare provider (hcp).